Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that as the sds was advanced resistance was met with the moderately tortuous and heavily calcified lesion resulted in the reported failure to advance. Interaction and/or manipulation of the device resulted in the reported stent dislodgement. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a de novo lesion in the moderately tortuous, heavily calcified, proximal, right coronary artery (rca). A 3.50 x 12 mm xience alpine stent delivery system (sds) was advanced with resistance felt to the lesion, would not cross and the stent implant dislodged from the sds proximal to the lesion. The sds was removed from the anatomy, an unspecified balloon catheter was advanced to the stent implant and was used to deploy the stent to implant it proximal to the lesion. A new unspecified stent was used to successfully treat the target lesion and complete the procedure. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information provided.